Event description:
It was reported that, an 980 ventilator had a faulty display. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event.

Event description:
It was reported that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and reseated both the graphical user interface (gui) and breath delivery printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.